Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. Device not returned

Event description:
It was reported that the patient has expired due to unknown reasons. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. No customer letter was required. This was determined reportable per edwards lifesciences procedures.